Event description:
The patient's mother stated that the adhesive on her daughter's infusion set headset did not adhere to her skin for longer than one day. She reported that this occurred with all the infusion sets used from a specific box. She stated that the family was on vacation and away from home at the time. It was necessary for them to change the headset on her infusion site each day. She stated that her self-adhesive would begin peeling and she then proceeded to tape the headset down as soon as she observed the occurrence of the peeling. It was then necessary to change the headset within one day due to the adhesive issue. The patient's mother reported that their choice of adhesives is limited due to her daughter's hypersensitivity related to certain adhesives. She cleans her daughter's infusion site with an alcohol wipe before inserting the cannula and applying the headset self-adhesive to her skin. They did not save the infusion sets, thus no product is available to be returned for evaluation. Replacement infusion sets were shipped to the patient. The patient's mother did not report blood glucose concerns related to this issue. The patient did not require medical assistance from a healthcare professional to address the issue.

Manufacturer narrative:
No product will be returned for evaluation.